Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during lumbar spinal fusion , while placing the screw in with powerease the surgeon took his finger off the trigger. He then manually turned the driver and the tip of the screwdriver snapped off. He was able to recover the piece that snapped off. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis : visually and optically confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. Gch item # 10 feature or dimension : ø4.15 -.1, specification location 2342305-01s/m/l, rev.b - pg.1 of 2, loc. D2 measurement : mitutoyo 0-25mm outside micrometer model# 293-180, ID# 01003 inspector date: 20 november 2015. Measurement: ø4.131 gch item # 10 feature or dimension : heat treat specification location 2342305-01s/m/l, rev.b - pg.1 of 2, - note3 / msd-pc-113 measurement : rockwell 2000 hardness tester, model# 2003ta sn# (B)(4), inspector date: 20 november 2015, measurement: 51 hrc pass/fail: pass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.